Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, the patient was dancing when he suddenly felt hyperglycemic. He took a blood glucose (bg) reading which was 486 mg/dl. He asked his father to take him to the hospital and he was drinking water on the way to the hospital. The patient reported to be already on diabetic ketoacidosis. Upon arriving, the doctor took a bg reading which was high, was around 500 to 600 mg/dl increased in just 15 minutes. The patient was treated with IV insulin and hospitalized for 3 days. The patient was discharged on (B)(6) 2025. At the time of the report the patient was stable. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.